Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site on 16-mar-2018. The cse adjusted the reagent dual resolution dilutor (drd) in the middle position as the lower piston was touching and rising 3mm from upper piston. The tubings for substrate, water probe, drd, sample and reagent were inspected and no bubbles were detected. The incubator, luminometer and process - geneva chains were inspected and no issues were detected. The wash centrifuge was found to be dry and clean. The substrate dispense volume was checked and no issues were detected. Quality control materials were processed and each reaction tube was extracted after the luminometer read. All reaction cups were found to have the proper level of liquid. The cse revisited the customer site on 28-mar-2018. The cse replaced the power supply for the photomultiplier tube (pmt). The seals for the drds were changed and adjusted. The instrument files from the immulite 2000 xpi have been requested for investigation. The cause of the discordant results is unknown. Siemens is investigating the issue.

Event description:
Discordant results were obtained on multiple assays on an immulite 2000 xpi instrument. Repeat testing was performed on the same instrument for some assays. Information on which results were considered to be discordant or correct has not been provided for all the assays. There are no known reports of patient intervention due to the discordant results. There are no known reports of a delay in administering treatment or medical intervention to the patients due to the discordant results.

Manufacturer narrative:
The initial MDR was filed on 05-apr-2018. Additional information (16-apr-2018): a siemens customer service engineer (cse) visited the customer site. The cse decontaminated the instrument and substrate with sodium hydroxide (naoh) and ran a water test. The results were within acceptable limits. The cse observed a bubble formation at the sample dual resolution dilutor (drd) when the instrument was running and provided photographs of this for investigation. The cse adjusted the centrifuge speed to 7000 rpm (rotations per minute) from 5500 rpm. The dilution well was found to be clean. The dispensing of the sample pipette, reagent pipette, water pump and substrate pump were found to be within manufacturing specifications. The cse observed splashes on the path of the sample pipette, however, it is not known when the splashes had occurred. The cse did not observe any dripping from the sample pipette. The cse performed 20 replicate precision runs with quality control (qc) materials on the following assays - t3 (triiodothyronone), hcg (human chorionic gonadotropin), t4 (total t4) and rth (rapid tsh). Precision runs of 20 replicates with a patient sample was also performed on all the above assays, expect for rth due to insufficient sample volume. The cse observed that the customer re-uses the micro-tubes and sample tubes. The customer washes the tubes with laboratory detergents and re-uses the tubes for routine diagnostic processing and testing. Additional information (17-apr-2018): a siemens regional support center (rsc) specialist reviewed the information provided by the cse and stated that the customer laboratory practice of re-using the tubes is not considered to be good laboratory practice and may have an impact on assay results. The rsc specialist advised the cse to inform the customer about the implications of this issue. With respect to the bubble at the drd, the rsc specialist stated that no intervention is required as long as the bubble stays in place and does not travel through the lines or become larger. With respect to the splashes observed at the sample probe, the rsc specialist advised the cse to clean up the splashing and to note if the splashing re-occurs, in which case a service intervention will be required. The rsc specialist evaluated the precision data and stated that all the results were acceptable except for one replicate on t3. It is not known what types of sample tubes were used for this run. Additional information (02-may-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint and the troubleshooting actions performed by the cse. The hsc specialist stated that the decontamination of the instrument, high speed spinner (centrifuge) adjustment and the re-use of sample tubes by the customer may have an impact on assay results. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Result and conclusion codes have been updated.

Manufacturer narrative:
The initial MDR was filed on 05-apr-2018. Supplemental MDR was filed on 07-may-2018. Additional information (24-jul-2018): a siemens customer care specialist (ccc) followed up with the customer and stated that the customer has not experienced this issue since they stopped the practice of re-using the tubes for processing patient samples. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.